Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported a patient was taken to the cardiac catheterization lab for evaluation of worsening cardiogenic shock. An impella rp was inserted into the right pulmonary artery. When it was attempted to pull back the catheter into correct position, outflow would fall below valve, so the decision was made to leave it deep. Chest x-ray confirmed catheter was too deep, so the physician repositioned. The position was better, but the decision was made to leave it little deep due to concern for it becoming malposition in the right ventricle. Later, the impella rp developed a clot and was removed. Patient is stable.